Manufacturer narrative:
Investigation summary: troubleshooting determined this event to be consistent with a user-induced slide tracking error. The customer ran option 3 for 6 cycles and 2 slides were found in the disposal box confirming a slide tracking error had occurred. User error was the cause of this event.

Event description:
The customer observed a biased bun result on a patient sample. Biased results of this magnitude may lead to inappropriate physician action. There was no report of patient harm as a result of this event.